Event description:
A suicidal gestures and attempts evaluation form for a study patient was received which indicated that the patient experienced one suicidal gesture or attempt during the time under the study. It was noted that the attempt was extreme (e.g., careful planning and every expectation of death) which the threat to life was characterized as a severe outcome (e.g., cut throat). It was noted that the patient's suicidal tendencies, including preoccupation with thought of death or suicide is "not at all." An attempt to obtain additional information has been unsuccessful to date.

Event description:
An assessment of suicidality form was received. The assessment date was listed as (B)(6) 2013 which was prior to the prior form received. The form indicated that the suicidal gesture or attempt was characterized as extreme (e.g., careful planning and every expectation of death). The suicidal gesture or attempt was categorized as an extreme (e.g., respiratory arrest or prolonged coma) medical threat to life. The form listed that there was possible relationship between the patient's medication(s) and the suicidal gesture or attempt. The patient's mental disorder and the suicidal gesture or attempt was listed as probably related. The physician reported that the suicide attempt was not observed and that the patient reported it at the visit several months after the attempt. The physician indicated that there was no relationship between vns therapy and the suicide attempt and that stress and situational problems precipitated the attempt. The physician indicated that there were no causal or contributory programming changes, medication changes done for years.